Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. Peritonitis was manifested by turbid effluent and abdominal pain. It was not reported if the patient was hospitalized for the event. The patient was hospitalized for the event on the same day as onset. The patient was treated with unspecified antibiotics (dose, route, frequency not reported) for the event. At the time of this report, the patient had not recovered from the event. Extraneal and physioneal therapies was ongoing. No additional information is available.